Manufacturer narrative:
The ge representative performed an on site investigation. The surge suppressor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system would not power up. No report of patient injury.